Manufacturer narrative:
(B) (4). (B) (4). The product was received. Investigation is not complete. A follow up report will be submitted with any relevant info.

Event description:
Customer reported tubing is leaking at an unspecified location. No pt harm or medical intervention reported. Although requested, no additional info has been provided.